Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient a surgery at c2-c5 due to cervical spine degeneration. Intra-op, while drilling at c2, the drill guide slipped and would not engage causing the drill bit to engage deeper in the bone than planned/anticipated. This caused the pilot hole to be larger, requiring a 4mm screw rather than 3.5mm. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual examination did not reveal any surface damage to the drill guide. Functional inspection confirmed the hold sleeve will no longer hold the adjustable tube tightly. It appears the tabs on the hold sleeve are worn. This type of damage is consistent with repeated use over time. If information is provided in the future, a supplemental report will be issued.